Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received two sealed and one unsealed 20ga x 1.16in. Insyte autoguard bc units from lot number 4338239. The unsealed unit was received retracted and with media. No catheter or needle cover was provided with the unsealed unit. The unsealed unit was visually inspected, and no defects were discovered. The needle was placed back into initial position and attempted to retract. The unit retracted instantly and within specifications. The sealed units were inspected by breaking tip adhesion, slightly advancing the catheter, and activating the button. A stopwatch was used to measure the time between button activation and the cannula fully retracting. The units retracted successfully and instantly within specifications. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I was just informed that the hospital had 5 more complaints this morning of the needle not retracting with the 382534, lot: 4338239. Additional information received on 14apr2025. 1. Did the reported issue have any impact on the patient? Yes, patient dissatisfaction for having to get restuck multiple times due to catheter failure. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.